Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported there was a steam leak from their medium evolution sterilizer. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the cap on the steam trap was not fully sealed resulting in the reported event. To resolve the issue, the technician replaced the cap and proactively replaced the bellows and seat of the steam trap. The unit was tested, confirmed to be operating according to specifications, and returned to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.